Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated and were also isolated to a loose bus bar inside of the battery. The root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.